Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: hand assisted laparoscopic sigmoid colectomy with a pfannenstiel incision. Detailed description of event: surgeon: dr. [Name]. Complaint: the sheath on the alexis retractor on the gelport broke. A picture is attached. Customer would like a credit for one gelport and has the product available to ship back but they threw away packaging and do not know lot number. Additional information received from applied medical account manager, via e-mail on august 14th, 2019: I was not present for the case. No patient injury or illness. Patient was fine. Don¿t know patient demographics, surgeon said it was a straightforward case that was nothing special. Another gelport was opened and case completed after first gelport alexis sheath broke. Only the hand was placed through the gelport. Tear occurred when surgeon removed his hand during the procedure. Tear occurred during the procedure and not upon placement. Device was removed and replaced case was a hand assisted laparoscopic sigmoid colectomy with a pfannenstiel incision. Patient status: patient was fine. Type of intervention: another gelport was opened and case completed after first gelport alexis sheath broke.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there was a tear in the sheath. A stretch mark was observed near the sheath tear. Based on the condition of the returned unit and the event description, the exact root cause of the event could not be determined. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: hand assisted laparoscopic sigmoid colectomy with a pfannenstiel incision. Detailed description of event: surgeon: dr. [Name] complaint: the sheath on the alexis retractor on the gelport broke. A picture is attached. Customer would like a credit for one gelport and has the product available to ship back but they threw away packaging and do not know lot number. Additional information received from applied medical account manager, via e-mail on august 14th, 2019: I was not present for the case. No patient injury or illness. Patient was fine. Don¿t know patient demographics, surgeon said it was a straightforward case that was nothing special. Another gelport was opened and case completed after first gelport alexis sheath broke. Only the hand was placed through the gelport. Tear occurred when surgeon removed his hand during the procedure. Tear occurred during the procedure and not upon placement. Device was removed and replaced case was a hand assisted laparoscopic sigmoid colectomy with a pfannenstiel incision. Patient status: patient was fine. Type of intervention another gelport was opened and case completed after first gelport alexis sheath broke.